Event description:
The physician could not reach the lesion in the internal carotid artery (ica) siphon region to deploy the stent due to resistance. It was reported that "the stabilizer was hardly moving" through the microdelivery catheter during attempt to deploy the stent. The physician found out that the stabilizer was broken at the middle shaft portion. The entire stent delivery system was removed without any complication to the patient. Another stent was successfully placed followed by coil embolization. Upon receipt of the device for analysis, it was found that the microdelivery catheter proximal outer shaft was stretched and separated, making this a reportable event.

Manufacturer narrative:
Additional information regarding the event was requested and the following was determined: the system was visually inspected for damage before use and no anomalies were noted. The system was flushed with saline solution prior to use and continuous flushing was maintained during the procedure. The rotating hemostasis valve (rhv) was adjusted during the procedure, per the directions for use. The patient's anatomy was reported to be tortuous. The patient was reported to be in a good neurological condition post procedure. The device history record review confirmed that the unit met all material, assembly and performance specifications. The returned microdelivery catheter proximal outer shaft observed to be stretched and separated under the strain relief, which changed the original complaint to a reportable event. The microdelivery catheter was severely kinked and compressed along its distal shaft length and distal tip. The inner braid was intact. The stabilizer proximal shaft was separated and had come off out of the microdelivery catheter. The stabilizer middle and distal shaft remained in the microdelivery catheter and could not be removed. The stent was not in the microdelivery catheter nor was it returned. From the condition of the stabilizer, it appeared that the stabilizer was pulled with force. The dimensions which could be measured on the returned device met to their specifications. The damages found on the device are indicative of stent deployment friction due to unusually high friction between the stabilizer, microcatheter, and/or stent in the system. It should be noted that the stent system was used in regions of excessive tortuosity, which could be the possible cause of unusually high friction. The high friction may have led the physician to apply excessive force between the stabilizer and the catheter in an effort to deploy the stent. This tensile force in the catheter can cause stretching of the microcatheter, and the corresponding compressive force in the stabilizer can cause compression to the stabilizer, which may manifest itself as buckling, bending, and possibly kinking and breakage. The highly tortuous anatomy reported, probably resulted in a higher deployment force, so a root cause of operational context was assigned to this event.